Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a left hip revision on (B)(6) 2017. Patient stated that he suffered severe swelling, extreme pain, and spent 5 days in the hospital due to the doctor injuring his hamstring, but is getting better. Walks with a limp and a cane.

Manufacturer narrative:
Additional information: product long description; product code, common device name; d4 catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. Additional devices added after initial submission: catalog: 509-02-58f tritanium revision acetabular lot: mnp197, catalog: 6570-0-736 delta v-40 ceramic head 36/+7,5 lot: 61031103, catalog:2080-0025 gap plate screws lot: 183178, catalog: 2080-0030 gap plate screws lot: m4196p, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no products were returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: " patient underwent an uncomplicated press fit left tha on (B)(6) 2016. Initial radiographs show good fit and coaptation of the acetabular component. Several months postoperatively developed increasing pain. Xray reports document the appearance of radiolucent lines around the cup consistent with loss of fixation. A bone scane was performed which documented the cup did not appear well fixed. A revision tha was undertaken on 11/21/2017. Intra-operatively the cup was found to be loose and without evidence of bony ingrowth. No evidence of infection was seen. No patient post revision surgery information was presented for review. The primary harm involved is failure of biologic fixation of an acetabular component in a primary press fit tha. No supporting information for iatrogenic hamstring injury reported by the patient was presented. There is no evidence for defect in the implants or their manufacture." -product history review: a review of the product history review indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that he had a left hip revision on (B)(6) 2017. Patient stated that he suffered severe swelling, extreme pain, and spent 5 days in the hospital due to the doctor injuring his hamstring, but is getting better. Walks with a limp and a cane.